Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During internal inspection, the technician identified loose screws, a damaged side panel, board discoloration, and a broken pemnut consistent with impact damage. This is likely a contributing factor to the customer report and not consistent with typical use. Device history showed no prior service at zoll for this nine plus year old device. Several components were replaced, and cable connections reattached. The device was repaired and passed complete testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "defib disabled" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.